Event description:
A report was received that the patient will undergo a lead revision and an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision and an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision and an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision and an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads were not replaced. Device malfunction was not suspected on the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the reason for ipg change was inability to charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.